Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. A review of a video clip provided by the customer was completed. The recording begins with the user starting registration. The customer drives into each main bronchus, gets the rl region checkmark, continues to drive in the rl region, then opted for partial registration. The user accepts partial registration a couple minutes after beginning to navigate. A few minutes after navigating further, the user performs radial endobronchial ultrasound (ebus) workflow, does two (cone beam CT) cbct spins, then updates the target using the integration feature. The user reinserts the vision probe, navigates slightly closer to the updated target, then performs radial ebus workflow; a strong signal is observed. The user biopsies this location multiple times, retracts the catheter 2-3 cm under fluoroscopy, then reinserts the vision probe; blood is seen. The catheter is retracted the rest of the way, then the system is undocked as the vision probe is wiped down the gauze. The recording ends shortly thereafter.

Event description:
It was reported that during an ion lung biopsy procedure, the patient experienced significant bleeding that required intervention. After the biopsy specimen was collected, the physician injected saline through the tool channel prior to retracting the catheter and simultaneously applying suction to perform bronchoalveolar lavage; significant bleeding was then observed. The robot was undocked, and the physician controlled the bleeding using a standard bronchoscope. No device malfunction was alleged in association with this event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.